Event description:
It was reported to medtronic minimed that the customer had a loss of communication between pump and transmitter. The customer also stated the gold pins on transmitter making it harder to attach/detach from charger. The customer reported no adverse event. The event involved products mmt-7040a, mmt-7841zn, mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the devices. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. Customer discontinued the use of the insulin pump. Mmt-1884l was requested and customer responded that the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with flashing medtronic logo. Unable to perform the self-test or verify sensor signal/lost sensor/loss of communication and downloads due to flashing medtronic logo. Unable to download history files and traces using thus due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on [pcba 1 / pcba 2 / force sensor / motor]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. Flashing medtronic logo was observed during analysis due to moisture damage on [pcba 1 / pcba 2 / force sensor / motor] / [isolated to electronic stack]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.